Manufacturer narrative:
Due to the fact that we did not receive the device, an investigation is not possible. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Based on the provided information and without a product, a definitive root cause can not be determined. According to our database, the product was delivered in april 2013. A maintenance and/or a repair was not registered since that date. The subsidiary mentioned that a third party repair took place in the past, see 2.1 general information. According to the corresponding IFU, a maintenance should take place on regular basis by the manufacturer and as indicated on the laser engraving on the product (once per year). As a measure the end customer will be informed from the subsidiary about the IFU maintenance defination.

Event description:
Update: information was received which confirmed that there had been no patient harm.

Manufacturer narrative:
Additional information/correction: b5 - patient harm updated to "none". After receipt of additional information and clarification that there had been no patient harm, the complaint was re-assessed and determined to no longer be reportable (no malfunction nor serious injury).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a hi-line xs craniotome handpiece. According to the complaint description the milling cutter couldn´t be fixed. During cerebral mass excision surgery the milling cutter could´nt be fixed firmly. Internal bearing of the handpiece dislocated. Was replaced with another handpiece to continue surgery. There was no patient harm. This might result in permanent harm to body function or permanent damage to body structure. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).